Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not startup. Review of the log files confirmed the malfunction with the suite pc. The fse examined the system and found that the suite pc unit was defective. It was advised to replace the suite pc and reinstall the operating system and apps. Although, the issue was resolved by upgrading the software in another case ID. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system would not start-up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.